Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a lead revision procedure on (B)(6) 2018. The patient's right ventricular lead had exhibited excessive lead noise. The patient's lead was removed and replaced. The patient was stable throughout and there were no complications during the procedure. No further information was received.

Manufacturer narrative:
A partial lead was returned in two pieces measuring 6.9 and 41.5 cm respectively. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.